Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received the no delivery alarm. The customer¿s blood glucose level was 375 mg/dl at the time of the incident. The customer stated that troubleshooting was performed for the no delivery alarm. The customer stated that they had tried all the remedies. The customer stated that the displacement test was performed and it was passed. The insulin pump will be returned for analysis.